Event description:
It was reported that the vns patient¿s showed high impedance. The patient underwent generator and lead replacement surgery on (B)(6) 2014 due to lead discontinuity. The explanted generator and lead have not been returned to date.

Event description:
The explanted generator was received for analysis on 10/15/2014. Attempts to have the lead returned for analysis have been unsuccessful to date. Analysis of the generator was completed on 11/06/2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.